Event description:
It was reported that this right ventricular (rv) lead has significantly increased in threshold during the routine check, six-week post implant. X ray check was requested and performed; rv lead had pulled back in comparison to an implant x ray. The patient was scheduled for rv lead revision and successfully revised. Procedure was then performed by dissecting down the device and disconnected the leads. The physician retracted the helix and repositioned the lead to the rv apex. Furthermore, the pocket was irrigated with antibiotic solution, leads were connected to the existing device and inserted into the pocket. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.